Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-mar-2012, UDI#: (B)(4). The pump was returned and analysis found gear train anomaly/corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. Overinfusion-undetermined root cause. The catheter was returned and analysis found the catheter body had a user related hole. (B)(4). Interrogation of the pump determined it was used to infuse dilaudid 25.0 mg/ml; 1.201 mg/day and bupivacaine 15.0 mg/ml; 0.720 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.